Manufacturer narrative:
(B)(4). Batch r57k4m. Investigation summary: the analysis results that one pcee60a device was returned with no visual non-conformances and with a gst60d cartridge reload loaded on the device. The reload was received partially fired 1/16 with the cartridge pan partially dislodged from right side. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the knife did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.